Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged from the desired cardiac anatomy. During an attempt to reposition the lead, the physician inadvertintly damaged the lead. A new lead was implanted without noted incident. There were no reported adverse patient effects.